Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient received inappropriate therapy due to the right ventricular (rv) lead. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.